Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported than an ht70 plus ventilator was generating a constant alarm. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.